Manufacturer narrative:
Product return was received and investigated. Product investigation results showed that complaint was caused by a breakage of the refill due to improper consumer handling.

Event description:
Consumer contacted via phone and stated that the brush head snapped off when she was brushing her teeth. No injury was reported.